Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4 was not detected on bus, which located on s-6s. The customer turned the machine off for 10 minutes and turned it back on, still issue persisted. As per part investigation, it was determined that there was thermal damage observed on the pcba full height cubie pmc components (u300 and c303). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 15jul2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported issue "full height drawer not detected on bus" was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order (B)(4), the fse reported that machine drawer 4 failed, not on bus, and only one led on back was lit. Replaced pyxibus controller board. Powered on and automatically recovered. Tech was able to login and inventory was performed in the drawer successfully. The laboratory inspection confirmed that the "pcba fh cubie pmc" presented components (u300 and c303) with signs of thermal damage. No further laboratory tests were required due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).